Event description:
It was reported that the foley catheter had been checked prior to insertion to ensure the balloon inflated. After it was inserted, the catheter fell out, and the balloon was flat, requiring a new foley to be placed. Defective 16f foley kits were labeled as follows: cardinal health 100% silicone urine meter foley tray 16f 400 ml; lot: 2517812064; exp: 2026-09-06.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had been checked prior to insertion to ensure the balloon inflated. After it was inserted, the catheter fell out, and the balloon was flat, requiring a new foley to be placed. Defective 16f foley kits were labeled as follows: cardinal health 100 percent silicone urine meter foley tray 16f 400 ml; lot: 2517812064; exp: 20260906.

Event description:
It was reported that the foley catheter had been checked prior to insertion to ensure the balloon inflated. After it was inserted, the catheter fell out, and the balloon was flat, requiring a new foley to be placed. Defective 16f foley kits were labeled as follows: 100 percent silicone urine meter foley tray 16f 400 ml, lot 2517812064, exp sep062026. Per customer follow up information received via email on 12mar2026, it was reported that slight delay of care requiring new catheter insertions causing increased urinary retention and related discomfort. Troubleshooting was not attempted, once the catheter was removed and noted to be flat, a new catheter was tested and inserted with no other issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.